Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2019-18225. It was reported the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead exhibited noise and the left ventricular lead exhibited loss of capture. Both leads were capped and replaced on (B)(6) 2019. The patient was in stable condition.